Event description:
A malfunction was reported on the pump by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Customer technical support provided assistance with resetting the pump, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code appeared again.